Manufacturer narrative:
Concomitant medical products: product ID 8709, lot#, serial# (B)(4), implanted: (B)(6) 2002. Explanted: (B)(6) 2021. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (20 mg/ml at 5.71mg/day) and bupivacaine (15 mg/ml) via an implantable pump for spinal pain. It was reported that at the patient's normal end of life pump replacement the pocket was opened and a paste like substance was in the pocket and caused the catheter to break near the pump connector. The pocket was cleaned and a segment of the catheter was removed and a new segment implanted. All parts and a pocket sample were sent to pathology for further examination, but were shown to be non-infectious. The explanted catheter was discarded and the issue was resolved. The patient's medical history and weight were asked but will not be made available. The patient was without injury at the time of the report. Additional information was received from the rep who reported that the paste was found on the pump and the cause of this was not determined. The results of the parts and the pocket sample sent to pathology were unknown. The explanted pump was not in their possession and would not be returned.